Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, myopotential oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, the session records were reviewed, and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.